Event description:
It was reported that the patient had an episode of dizziness as the patient's ventricular lead impedance had steadily decreased to the point where unipolar measurements were higher than bipolar measurements. The lead was reprogrammed unipolar and remains in use, but will be monitored closely until a routine device change out is scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.